Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that at the end of the surgical case, when the lighted retractor (not mfg by stryker) was lifted off the pt, the staff noted a burn approx 2 inches x 1 inch, red with a blister on the pt's upper left chest. The metal connection between the fiber optic mat (not mfg by stryker) and the fiber optic cable cord (not mfg by stryker) was hot to the touch. All other device structures were cool to the touch. The surgeons were notified and applied antibiotics to the burn site. It was reported that the burn site was covered by the mastectomy dressing. The pt was then discharged. The surgery lasted a total of 124 minutes. The lighted retractor (not mfg by stryker) was turned on intermittently throughout the procedure but remained in the same position. The lighted retractor (not mfg by stryker) was in direct contact with the pt's skin. The stryker l9000 light source (cat 0220210000 serial (B)(4)) was set at 100% output. Operating room (or) staff at the facility has not experienced this before. It was reported that the staff and surgeon are very familiar with the equipment and have used it on many cases without incident. However, the surgeon said that she had a pt at another facility that sustained a 2nd and 3rd degree burn like this after the lighted retractor (not mfg by stryker) was lifted off of the field. In that case, the surgeon reported the facility but was unable to discover the root cause of the burn. Of note, this surgery was performed in one of the account's newly opened operating rooms. In previous cases, operating room staff utilized portable light sources when they had these cases in the old operating rooms. In this case, staff plugged the fiber optic cable cord (not mfg by stryker) into the stryker light source on the boom in the operating room. The fiber optic cable cord (not mfg by stryker) used in this case was a 5mm cable. It is visually identical to the 4mm cable. The account is in the process of labeling all cables so that staff can readily identify what size cable they have for the case. The fiber optic mat MFR (not stryker) recommends that a 4mm cable be used with their device. It is also important to note that both the 5mm and 4mm cables connect easily and without difficulty to the fiber optic light mat (not mfg by stryker). The fiber optic light mat (not mfg by stryker) packaging clearly indicates that the maximum wattage on the light source should be 300 watts (w). The account reports that the stryker light source provides 400 w, but is not labeled. Further, the account was able to find the wattage listing in the stryker manual, but found it difficult to interpret and does not readily indicate that the watt output of the device is 400 w. The biomedical staff reportedly concurred. The account received clarification by calling stryker directly to obtain this info. The account is in the process of labeling the light sources so that the staff knows the watt output. The other portable light sources have outputs of 250 w and 150 w. The stryker light source, fiber optic cable (not mfg by stryker) and fiber optic disposable mat (not mfg by stryker) were saved and taken to the biomedical dept for testing. The temperature at the connection between the fiber optic cable (not mfg by stryker) and the fiber optic disposable mat (not mfg by stryker) was measured with a fluke 51 ii thermocouple thermometer [(not mfg by stryker), (recently calibrated)]. After 30 minutes of operation, the temperature of the connection stabilized at 150 degrees fahrenheit (f). The account then tested two other light sources. A pilling model (not mfg by stryker) with a maximum output of 250 w stabilized at 97.8 degrees f after 30 minutes. A pilling model (not mfg by stryker) with a maximum output of 150 w stabilized at 98.5 degrees f after 30 minutes. The account further tested the connector temperature using a fiber optic light mat (not mfg by stryker) and a 4mm x 240cm fiber optic cable (not mfg by stryker). The connector using the stryker l9000 light source stabilized at 123.5 degrees f. With the pilling 250 w light source (not mfg by stryker) the connector stabilized at 78 degrees f. The account reports that the mfrs of all devices related to this event have been notified of this occurrence.